Manufacturer narrative:
(B)(4).

Event description:
It was reported that no low glucose alert on the application occurred. No product was provided for evaluation. Data was evaluated and the allegation was not confirmed. Confirmation of the allegation and a probable cause could not be determined. It was indicated that the device operating system was not compatible occurred, which is off label usage of the device. The patient had a hypoglycemic event the previous morning ((B)(6) 2019) sometime before 8:00 am and did not receive a low glucose alert. At the time of the call the wife was at the hospital with the patient and she stated that the past 2 days in the hospital he had been very ill. The device showed the last calibration was done at (B)(6) 2019 at 4:28 pm and she didn¿t think it had been calibrated while he was in the hospital. Dexcom's medical safety was unable to speak by phone with the patient or wife as the attempted follow up call went to voicemail and gave an outgoing message in french. Dexcom's medical safety requested dexcom technical support call the patient back with a translator to obtain details of the hospitalization and confirmation of whether it was a result of the reported hypoglycemic event with no low glucose alert. Additional phone and email attempts by dexcom technical support were made but dexcom technical support was unable to make contact with the patient or his wife. Although it cannot be confirmed, it appears reasonable from the reported timeframe that the hospitalization was related to the reported event. No additional patient or event information is available.